Manufacturer narrative:
(B)(4). The sample was not returned to baxter for evaluation. Therefore, the reported condition of "overinfusion" could not be confirmed. Should the sample and/or additional information be received, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional informaton: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review has been performed and there were no non-conformances related to the reported condition.

Event description:
It was reported to baxter (B)(4) that one (1) regional analgesia infusor w/patient control module device had overinfused during patient use. According to the report, the patient was born in 1950 (unknown month and date). The flow rate had been set for 5 ml/hr and the filling volume was 300 ml (60 hours expected delivery time), however, finished in 20 hours. The infusor had been filled with naropin, fentanyl and diluted in sodium chloride 9mg/ml. It was also noticed that the transportation protection for the bolus button was not removed allowing flow to continue at an additional rate of 5ml/hr (total of 10ml/hr). It was reported that the patient experienced pain after finishing therapy. No additional information is available.